Event description:
It is reported that the patient is having an issue with the keypad responding on their insulin pump. Patient's blood glucose level is at 252mg/dl. Trouble shooting is conducted and found that pump will have to be replaced. Device is being returned. No further information available.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. The insulin pump had scratched display window, cracked battery tube threads and reservoir tube lip.